Event description:
The patient was implanted with a left ventricular assist device (lvad). The surgeon reported that the patient presented with hemolysis and the hospital suspected thrombus in the device. Based on the hospital's clinical judgment, a decision was made to explant the lvad for recovery of the patient's natural heart. It was reported that upon explant, there was no thrombus observed on the device.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.